Event description:
A report was received that after the patients trial procedure, the patient was experiencing sharp pain. It was unknown on what caused the sharp pain, the physician believed that the lead may had have too lateral and was causing nerve root irritation. In addition, during the trial procedure the physician was having difficulty getting the leads to remain posterior. The patient underwent lead pull.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after the patients trial procedure, the patient was experiencing sharp pain. It was unknown on what caused the sharp pain, the physician believed that the lead may had have too lateral and was causing nerve root irritation. In addition, during the trial procedure the physician was having difficulty getting the leads to remain posterior. The patient underwent lead pull.